Event description:
The pt received two scs leads with the same lot number on (B)(6) 2005. It was reported that the pt lost stimulation on the left side. During the explant procedure, it was observed that one of the leads had been cut from a previous surgery. The other lead had multiple invalid contacts. Both the leads were replaced by new leads. The leads were discarded by the user facility, therefore, no analysis will be performed on the leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.